Event description:
The customer reported being hospitalized for a non-diabetes-related event. The customer stated that a motor error alarm occurred and that she had worn the insulin pump when she had an MRI done for her brain surgery. The customer then stated that she is unable to perform the displacement test and that the insulin pump continues to give motor error alarms during each rewind. The customer further stated that she has been having high blood glucose of 481 mg/dl but was treated an intravenous insulin drip. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.